Manufacturer narrative:
Upon detailed analysis this investigation will be updated.

Event description:
Boston scientific received information that this device was returned with no allegation. Initial device analysis revealed that this device failed longevity calculation. Upon detailed analysis this investigation will be updated. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.